Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.